Manufacturer narrative:
This was reported initially in error. The cancelled procedure was reported in (B)(4), and that record will contain any future updates to this event.

Event description:
It was reported that, during a convective radiofrequency water vapor thermal therapy procedure, the generator displayed error 275 indicating a syringe water fill issue; three different handpieces were used. The procedure was aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Event description:
It was reported that during a convective radiofrequency water vapor thermal therapy, the generator displayed error 275 and 3 different handpieces were used. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown. This complaint is for handpiece 3 of 3.

Manufacturer narrative:
This was reported initially in error in report 2124215-2023-25983. The cancelled procedure was correctly reported in 2124215-2023-23991, and that record will contain any future updates to this event.

Event description:
It was reported that, during a convective radiofrequency water vapor thermal therapy procedure, the generator displayed error 275 indicating a syringe water fill issue; three different handpieces were used. The procedure was aborted. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.